Manufacturer narrative:
Correction information: section h.6. The recipient is reportedly in good health after surgery. A re-implantation surgery is not planned. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient submitted a photo to the audiologist showing complete extrusion of the device. The recipient was instructed to go to the emergency room. The recipient's device was explanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.